Event description:
A hospital employee loaded a steris 20 sterilant concentrate (s20) cup in a system 1 processor and started a cycle. The cycle did not start due to a problem one of the processor filters. The employee opened the processor lid and removed the aspirator from the steris 20 cup, and put the aspirator down with the probe pointing upward. While the operator was inspecting the endoscope in the processor, her arm touched the aspirator probe and peracetic acid contacted her arm. The burned area was approx. 3 inch in diameter. The employee ran her arm under cool water and wrapped the affected area in wet towels. The burn was treated with silvadene ointment, and the employee returned to work immediately.

Event description:
A hospital employee loaded a steris 20 sterilant concentrate (s20) cup in a system 1 processor and started a cycle. The cycle did not start due to a seal failure. The employee opened the processor lid and removed the aspirator from the steris 20 cup and put the aspirator down with the probe pointing upward. While the operator was inspecting the endoscope in the processor, her arm touched the aspirator probe and peracetic acid contacted her arm. The burned area was approx. 3 inch in diameter. The employee ran her arm under cool water and wrapped the affected area in wet towels. The burn was treated with silvadene ointment and the employee returned to work immediately.

Manufacturer narrative:
A steris service technician inspected the unit and confirmed a problem with one of the processor's seal. The service technician replaced the seal, instructed the hospital staff in the proper procedures for replacing the seals and returned the processor to service. The steris account manager offered to provide refresher in-service training in the use of system 1, but the hospital felt additional training was not needed.steris medical device reporting process in place at the time of this complaint did not require reporting of this injury regarding what constitutes a reportable serious injury or death. Nonetheless, steris' current process is a more conservative approach relating to reporting, and therefore, this complaint, reviewed today, would have resulted in a medwatch report filed with the agency.

Manufacturer narrative:
A steris service technician inspected the unit and confirmed a problem with one of the processor's filters. The service technician replaced the filter, instructed the hospital staff in the proper procedures for replacing the filters and returned the processor to service. The steris account manager offered to provide refresher in-service training in the use of system 1, but the hospital felt additional training was not needed. Steris' medical device reporting process in place at the time of this complaint did not require reporting of this injury due to the language regarding what constitutes a reportable serious injury or death. Nonetheless, steris' current process is a more conservative approach relating to reporting and therefore this complaint, reviewed today, would have resulted in a medwatch report filed with the agency.